Manufacturer narrative:
On 9/18/2019, according to the information provided, the customer initially reported a deflation in the right breast implant. As per additional information received it was confirmed patient had allergan implants not mentor, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. No corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, it was reported to mentor that the product was non mentor. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2019.